Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a bifurcated endoprosthesis implantation procedure. Reportedly, the suture did not capture the vessel and came off with device removal. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the implantation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture did not capture the vessel and came off with device removal¿ was not confirmed as not all components were returned for analysis and the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.